Manufacturer narrative:
Product complaint # (B)(4). PMA/510k: this report is for an unk: extraction instruments: tfna/pfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during revision surgery, the surgeon did have a difficult time connecting the proximal end of the unknown nail with the unknown extractor. The surgeon removes the nail. It is unknown if there was a surgical delay. Patient outcome was unknown. Concomitant device reported: unknown tfna nail (part# unknown lot# unknown, quantity 1). This complaint involves one (1) device. This report is for (1) unk - extraction instruments: tfna/pfna. This report is 1 of 1 (B)(4). The (B)(4) was linked to (B)(4) that was created to capture the unknown extractor that the surgeon have a difficult time connecting the proximal end of the unknown nail (intra-op) event, while (B)(4) was originally created that capture the tfna implants that was removed (post-op event).